Manufacturer narrative:
Thermogard xp ivtm system s/n: (B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4). A visual inspection of the system was performed and found no discrepancies or issues with the device. A review of the event log was performed and found several tcmid:01 (pump failed); thus confirming the reported complaint . The console failed the functional testing. Further testing showed that the vexta pump motor and white roller guides were defective causing the console to display tcmid:01 (pump failed) error message. In summary, the reported complaint of thermogard displaying error message tcmid:01 (pump failed) was confirmed during event log review and functional testing and were attributed to the vexta pump motor and white roller guide. After the vexta pump motor and white roller guide were replaced, the functional tests and calibration test were performed. In addition, the electrical safety test was also performed and no errors or anomalies were observed. The console passed functional testing and it verified that the system met all the manufacturing specifications.

Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp ivtm system sn (B)(4) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system (sn (B)(4) displayed a pump failure error. There was no further information regarding when it happened either during therapy or setup.